Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a left atrial appendage closure (laac) procedure to treat atrial fibrillation (a fib), a versacross large access solution was selected for use. Groin access was successfully obtained, the versacross large access sheath was placed into the superior vena cava (svc) with versacross pigtail 230cm wire. Then, wire tenting was observed on transesophageal echocardiogram (tee) at mid/mid and radio frequency was applied and wire was advanced. The wire was not visualized in left atrial appendage on echo, however on fluoroscopy it appeared to be in left upper pulmonary vein (lupv). Sheath was advanced, as wire was noted to be in the aorta. It was discovered the dilation had already occurred, hence an atrial septal defect (asd) closure device was used to close the track. Based on echo imaging and implanter/support physician report, the puncture was made across the intra atrial septum into the left atrium then into the aorta. 14mm atrial septal defect (asd) disc was delivered through the fxd curve sheath with 1 side of the device being placed into the aorta, the waist of the device was across the defect and the other disc was in the right atrium. The aortic disc was sitting above the aortic leaflet, causing "mild" flow obstruction per the transesophageal echocardiogram (tee) physician. The right coronary artery (rca) was patent and unobstructed. A shunt was observed from aorta to left atrium, patient remained stable without the need for any supportive measures. Patient will be taken for a computed tomography (CT) scan and then admitted to the intensive care unit for further management. Patient admitted to hospital beyond standard of care and was discharged from hospital. No pericardial effusion noted.